Event description:
According to the initial report, an aortic implant registration card was received for a patient with an existing aortic implant, indicating the original was explanted.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
A sample evaluation was not performed as the device was not released for return. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation, there were no non-conformances or deviations noted that were found to be related to this complaint. The on-x aortic device was implanted on (B)(6) 2024 in a 57-year-old female. A second on-x aortic device was reported via device tracking as implanted in the same position, same patient: (B)(6) 2026 (B)(6) 23 sn (B)(6) (554 days post implant). Additional information was received from the operating surgeon that the valve was explanted and replaced due to endocarditis. Because the on-x valve manufacturing process includes a validated terminal sterilization step prior to distribution¿verified by a review of manufacturing records unique to this valve¿the valve is unlikely to be the source of infection. The instructions for use (IFU) for the on-x valve states that reoperation, including explantation, may result from a complication, in this case, endocarditis, a known potential event acknowledged in the IFU. Though rare, historically, endocarditis occurs at a rate of 0.3 %/patient-year for mechanical aortic heart valves [iso 5840-2:2021]. The root cause for this explant is endocarditis as identified by the explanting surgeon; however, due to the limited information provided, the precise origin of the endocarditis could not be determined. A review of the manufacturing records confirmed that the on-x valve underwent a validated terminal sterilization step prior to distribution. Based on this confirmation, the valve is considered unlikely to have been the source of the infection. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion. References: on-x instructions for use including aortic valve inr 1.5¿2.0 update. Http://www.onxlti.com/IFU. Iso 5840-2:2021 (e) cardiovascular implants, cardiac valve prostheses, annex I.